Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage tests among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The leakage issue was reported. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the internal leakage test failed with message: "system volume too large" during pre-use check. The flow transducer test and patient circuit test failed as well. The issue was resolved by replacing o2 gas module. The o2 gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/22/2019. Corrected manufacture date: 08/16/2019. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).